Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they developed sepsis. The implantable cardioverter defibrillator (ICD) system was explanted as a result, and a new system was later implanted. No further patient complications have been reported as a result of this event.